Event description:
It was reported that the customer's insulin pump had an error alarm. The customer attempted to clear the alarm by pressing the escape and activate button without results. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk. All the buttons function properly, and no damage on the keypad assembly found.